Event description:
In 2009, the patient reported she has had 6 occlusion errors on her insulin infusion device since about five days, and just received another one. She stated she has had "higher than normal" blood glucose readings which she originally thought was due to her being on an antibiotic. However, she now thinks the elevated readings may be due to the occlusions. To troubleshoot, the patient was instructed to disconnect from her headset and prime through her tubing. She received an occlusion error. She then removed the tubing and primed through the adapter without error. She attached a new tubing and primed without error. She stated she practices good site rotation, using primarily her abdomen area. She stated she does not recall her last cartridge change. The patient was sent courtesy infusion sets, cartridges, and adapters. In the next day, the patient called back and stated that at 4am this morning she woke up with a blood glucose reading of 550 mg/dl. She tried to bolus 9 units of insulin to treat her reading but she received an occlusion error so she gave herself 9 units of insulin via injection and changed her headset. She stated when she woke up later, her blood glucose had decreased to 195 mg/dl. She said she drank some milk and successfully bolused 1 unit of insulin via her infusion device at 9am. At 10:45am she went into surgery and her reading was 230 mg/dl. She stated she is currently on steroids and concerned her readings will continue to elevate. She said that prior to her call, her reading was 365 mg/dl and she received an occlusion error when she tried to bolus 6 units of insulin. She was instructed to disconnect from her headset and perform a prime. She received an occlusion error. She disconnected the tubing and primed through the adapter without error. She was advised to change her tubing. She stated she has experienced occlusions while using her primary and her backup infusion device. She said she is not sure when the adapter was changed and she has re-used cartridges in the past but her current cartridge was not re-used. The patient was advised to not re-use cartridges. Attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.